Manufacturer narrative:
Outcomes attributed to adverse event: death, the date is unk. Date of event: unk. . Expiration date: unk. Device MFR date: unk.

Event description:
It was reported in 2009, during a stent assisted aneurysm coiling procedure, as the physician was deploying the fourth coil (subject device), the coil perforated the back wall of the aneurysm resulting in a significant subarachnoid hemorrhage (sah). The physician was able to stop the bleeding and the procedure was aborted. The pt's condition subsequently declined due to the effects of increased intracranial pressure and global cerebral ischemia. The pt was put on comfort care and discharged home two weeks later, where she shortly expired thereafter. The date of the death is unk.